Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had no symptoms and treated with manual insulin injection. Customer's blood glucose value was 438 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had cracked battery tube threads and minor scratches on the display window.